Event description:
A caretaker of a peritoneal dialysis (pd) patient reported that the patient was diagnosed with peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The caretaker contacted the dialysis clinic on (B)(6) 2022 with reports of the patient having a poor appetite. The caretaker denied fever, abdominal pain, and cloudy pd fluid. On (B)(6) 2022, the caretaker contacted the clinic again and stated the patient had severe abdominal pain and had fainted from the pain. The pdrn advised the caretaker to bring the patient to the clinic; however, 911 had been initiated and the patient was transported to the hospital. The caretaker also mentioned that the pd effluent was now cloudy with sediment. At the hospital the patient was admitted with a diagnosis of peritonitis. Pd cultures were obtained. The culture resulted positive for gram-negative bacilli (unspecified) and the white cell count was 662. The patient¿s antibiotic therapy is unknown. The patient is still hospitalized and is still experiencing severe abdominal pain for which morphine was prescribed. The cause of the peritonitis has not been confirmed; however, the pdrn did report the patient experienced three cassette leaks prior to the initiation of treatment on (B)(6) 2022. The patient was not connected for treatment at the time the cassette leaks occurred. No further information was provided.

Manufacturer narrative:
Clinical evaluation: there is a temporal relationship between pd therapy utilizing the liberty select cycler with the liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the liberty select cycler or liberty cycler set. Although the patient experienced three cassette leaks prior to the start of pd therapy, the patient was not connected at the time that the leaks occurred. The cultures resulted positive for gram-negative bacilli for which the bacteria are a normal component of human colonic microbiota as well as intestinal pathogens. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Based on the available information and the report that the cassette leaks occurred prior to the patient connecting to pd treatment, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s reported peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A caretaker of a peritoneal dialysis (pd) patient reported that the patient was diagnosed with peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The caretaker contacted the dialysis clinic on (B)(6) 2022 with reports of the patient having a poor appetite. The caretaker denied fever, abdominal pain, and cloudy pd fluid. On (B)(6) 2022, the caretaker contacted the clinic again and stated the patient had severe abdominal pain and had fainted from the pain. The pdrn advised the caretaker to bring the patient to the clinic; however, 911 had been initiated and the patient was transported to the hospital. The caretaker also mentioned that the pd effluent was now cloudy with sediment. At the hospital the patient was admitted with a diagnosis of peritonitis. Pd cultures were obtained. The culture resulted positive for gram-negative bacilli (unspecified) and the white cell count was 662. The patient¿s antibiotic therapy is unknown. The patient is still hospitalized and is still experiencing severe abdominal pain for which morphine was prescribed. The cause of the peritonitis has not been confirmed; however, the pdrn did report the patient experienced three cassette leaks prior to the initiation of treatment on (B)(6) 2022. The patient was not connected for treatment at the time the cassette leaks occurred. No further information was provided.